Event description:
It was reported that an evacuated container had a vacuum leak. The reporter stated that they ¿poked¿ the bottle, and could hear the device losing its vacuum. It was further reported that the device lost suction before it was full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.